Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the main printed circuit board kit and ran the user verification test. The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator was alarming "vent inop." The customer could not duplicate the issue, but reported that the event log was showing: "vent inop" and "motor fault." There was no reported patient involvement.